Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received in good condition, no physical damage was found on the pump. The reported issue is confirmed. The pump¿s dso sensor was tested and was found to be high pressure alarm activating. It was unknown what caused the problem. The sensor needs to be recalibrated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that, the following error message appears: reinsert the cassette. There was unknown patient involvement and unknown patient harm/adverse event reported.